Event description:
It was reported atrial competitive pacing resulted in the induction of af. The amplitude of p-wave may suggest p-waves are sinus in origin. Competitive pacing may be potentially caused by long pvarp and low mtr. Programming changes were recommended. No further information is available.

Manufacturer narrative:
(B)(4).